Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results the customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 125 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 177 and 175 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 4/13/2020 and open vial date (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6).

Event description:
Consumer reported complaint for high blood glucose resultsthe customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 125mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 177 and 175mg/dl using true track meter. The test strip lot manufacturer's expiration date is 4/13/2020 and open vial date (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.